Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that embolism occurred. Obsidio was selected for use in a pseudoaneurysm off the hepatic artery. The size of the vessel was over 1 cm. During the one week post procedure follow up, obsidio was observed to have sheared off near the ostium of the pseudoaneurysm which would have traveled to an unknown vasculature. There were no patient complications reported.